Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions the customer did not deliver a large enough bolus to cover meals consumed. Reportedly, customer's blood glucose (bg) level was 240-400 mg/dl). Customer delivered a manual injection to address elevated bg levels.